Event description:
Pt experienced cardiac arrest within minutes of injection of bone cement as surgeon was closing. The pt subsequently expired. Preliminary autopsy findings indicate the cause of death was a fat emboli.